Manufacturer narrative:
Product ID: 2035u product type: electrical umbilical cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that contrast was entered through the balloon and it is assumed that this is what triggered the error message. With this assumption that the temperature change error was triggered from the injection of the contrast, the error sound was muted and the button continue was pressed. There was an uncertainty that the electrical umbilical cable was reconnected to reset the error.

Manufacturer narrative:
Product event summary: photos were received and analyzed. 16 pictures were received for analysis. Images showed blood in the coaxial umbilical cable, connector coaxial of the balloon catheter and the balloon segment. In conclusion, the reported issue was confirmed through photo analysis. The physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the catheter preparation sequence for the arctic front catheter, an error message from the nitron console was observed during the flushing sequence, indicating a temperature drop. A sensor temperature drop occurred during the flushing and integrity test sequence. Blood was observed moving from the catheter to the nitron console through the 203cx umbilical tubing during the preparation sequence. The preparation sequence was stopped, and the 203cx was removed from the nitron console. Visual inspection confirmed that no blood had entered the nitron console input. The catheter was removed from the patient, and a new catheter and umbilical cable were used to complete the case without further issues. No patient complications have been reported as a result of this event. 2025-07-14 it was later reported that contrast was entered through the balloon and it is assumed that this is what triggered the error message. With this assumption that the temperature change error was triggered from the injection of the contrast, the error sound was muted and the button continue was pressed. There was an uncertainty that the electrical umbilical cable was reconne cted to reset the error.

Event description:
It was reported that during the catheter preparation sequence for the arctic front adv ous 28mm catheter, an error message from the nitron console was observed during the flushing sequence, indicating a temperature drop. A sensor temperature drop occurred during the flushing and integrity test sequence. Blood was observed moving from the catheter to the nitron console through the 203cx umbilical tubing during the preparation sequence. The preparation sequence was stopped, and the 203cx was removed from the nitron console. Visual inspection confirmed that no blood had entered the nitron console input. The catheter was removed from the patient, and a new catheter and umbilical cable were used to complete the case without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 203cx ; product type: coaxial umbilical cable product ID nitron ; product type: console medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.